Event description:
The incident involved a surplug¿ micro clear. The reporter stated that there was a defective valve. Reverse flow and liquid leakage occurred when heparin lock was performed for the product after disconnected from the central venous (cv) line. The valve didn¿t return, and back flow occurred. The issue was not detected prior to direct patient use. The event occurred when heparin lock was performed. There was no serious injury or death, no blood loss, no unprotected chemo exposure, no adverse operator consequences, and no medical or surgical intervention required. The device was changed out or replaced with no further problems encountered. This is the second of three reports.

Manufacturer narrative:
A couple of photos were shared by customer, where are observed two (2) microclave on stick down condition, a leaks of unknown substance around the microclave its confirmed. No additional damage or anomalies are observed beside the mentioned already. A stick down condition and an internal leaks were observed on the microclaves, therefore complaint of backflow of fluid / bleedback can be confirmed based on the photos provided by customer. However, since no product sample was received for investigation a comprehensive failure investigation cannot be performed and a probable cause cannot be determined. The lot history for lot#13524383 was reviewed and no non conformities were found that would have led the reported complaint. Additional contact: (B)(6)